Manufacturer narrative:
An olympus field service engineer was dispatched to the user¿s facility to examine the device. While there, the fse was unable to confirmed the user¿s report, there were no issues with the subject device. The device has not been returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera video system center had a flat connector loose during reprocessing, causing no image to appear. There was no patient involvement during this event. According to the initial reporter, the intended procedure following the reprocessing was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.